Manufacturer narrative:
The event device has returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: unknown. Event description: scissors blocked after several cuts. Used another pair of scissors. Additional information received from applied medical representative via email on (B)(6) 2022: the only thing I get as extra information is that the cutting mechanism of the scissors didn¿t work smoothly. Additional information received by email from applied medical representative on (B)(6) 2022: they were not able to open the scissors. Intervention: change of device. Patient status: ok.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience as damage to the blades was observed preventing the unit from actuating. Based on the condition of the returned unit and the description of the event, a burr likely resulted from the scissor blades interfering with one another at their proximal end. However, the exact root cause of the blades interfering with each other is unknown. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: unknown. Event description: scissors blocked after several cuts. Used another pair of scissors. Additional information received from applied medical representative via email om 25-apr-2022: the only thing I get as extra information is that the cutting mechanism of the scissors didn¿t work smoothly. Additional information received by email from applied medical representative on 28june22: they were not able to open the scissors. Intervention: change of device. Patient status: ok.